Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the retaining screw fracture and it was removed using the screw removal tool (isrt10n). A new screw was placed.

Manufacturer narrative:
Zimmerbiomet complaint number (b)96)the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured across the threads. Functional testing could not be performed since the device was fractured. Pre-existing conditions as noted on per was none. However, the screw was placed on the tooth site #unknown for the duration of approximately 10 years 5 months. X-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non- nonformances /CAPA/hhe/d/ie product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: fracture: screw) or product (iunihg). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.